Manufacturer narrative:
Due to characterization limit e1: telephone number: (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that on-site inspection and performance test were normal and no parts were replaced. All functional tests and safety inspections are carried out in accordance with factory standards.

Event description:
N/a.

Manufacturer narrative:
E1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) display screen went black and the antipulsation stopped during equipment use, accompanied by a continuous alarm sound. No harm or injury to the patient was reported.